Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging red light alarm, burning smell, no power. There were no reports of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed dust-like contamination on front panel, top enclosure, rear panel and bottom enclosure. Contamination along with an unknown contaminant and what seems to be an insect was observed in the base of the bottom enclosure. A dust-like contamination was observed on the blower motor. Evidence of liquid ingress was observed on the bottom of the blower motor. The error log showed 1 error logged. During investigation the manufacturer observed evidence of sound abatement foam degradation/breakdown was not observed in the blower box. The manufacturer observed accessory module flip door was missing, and upon further observation observed what seemed to be dried liquid on the interior side of the rear panel. During investigation the manufacturer observed evidence of sound abatement foam degradation/breakdown was not observed in the blower box. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.